Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during the load sequence. Additionally, it was reported that a cartridge alarm 06 occurred. Reportedly, the customer was able to load a new cartridge successfully. The customer's blood glucose level was 123 mg/dl. The customer continued to use the pump for insulin therapy.